Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use catheter was discolored and had foreign matter with 600 bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: on the morning of 7.29, before puncture, the nurse opened the package and found that the tip of catheter tube was different in color from other parts of the catheter tube, and the tip of catheter tube adhered to foreign bodies on the side.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9106901. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the photograph submitted by the facility displayed a large bend which suggests that a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated.

Event description:
It was reported that prior to use catheter was discolored and had foreign matter with 600 bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: on the morning of (B)(6) , before puncture, the nurse opened the package and found that the tip of catheter tube was different in color from other parts of the catheter tube, and the tip of catheter tube adhered to foreign bodies on the side.